Manufacturer narrative:
B3: date of event is unknown. E1: (B)(6). One device was received for investigation. The device was visually inspected and functionally tested. It was found that the dso seal was ruptured, and the dso sensor was malfunctional. The reported complaint is confirmed. The root cause was a faulty dso sensor. This will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the unit appears to have a pressure sensor issue and won¿t recognize cassette being loaded. There was no patient involvement and no human harm/adverse event reported.